Event description:
When I opened a new blister containing acuvue oasys with hydraclear plus contact lenses, the lens did not appear to be an eye ball shape and it hurt my eye when I tried to wear it. When I opened up another new blister and tried to wear that lens, I could not see clear.